Event description:
Healthcare professional reported "capsular contracture baker grade IV¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Cont e1 zip code- (B)(6).

Manufacturer narrative:
Clarification to b3 date of event: partial date 2021. Clarification to h4 device manufacturing date: listed as "ni". A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d4, d6a, h6, h11.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced.